Manufacturer narrative:
The insulin pump was received with normal operating currents and passed functional testing including self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a21 alarm noted during our testing. The reservoir icon feature functioned properly and no anomaly noted. The insulin had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 11 mmol/l at the time of incident. The customer reported that a temporary basal was not programmed before battery change. The customer stated that the insulin pump was not stored without battery. The customer stated that the unexpected restart alarm occurred after inserting a new battery. The insulin pump will be returned for analysis.